Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for noisy signals on the ventricular rate/sense channel. Additionally, the noisy signals could be recreated on the realtime egrams on the ventricular rate/sense and shocking channels during isometrics, with the lead impedance measurements remaining stable during these episodes.